Manufacturer narrative:
The samples were plasma. Qc run at 9pm the previous night was within the lab's established ranges. The customer stated that qc run at 5am prior to running the patient samples was out of range, but did not provide any other details. Qc was not run again until 12:51pm on (B)(6) 2011, after the low results were generated and reported. At this time, qc was low, but within the lab's established ranges which are wide. Bec field service engineer (fse) had the customer replace the chloride (cl) electrode, which resolved the problem. The instrument performance was verified remotely.

Event description:
A customer contacted beckman coulter inc. (Bec) in regards to erroneously low chloride (cl) results generated by unicel dxc 600i synchron access clinical system. Some of the results were reported out of the laboratory, and questioned by physicians as the anion gaps were high. Repeat testing on an alternate instrument produced higher results. The results are shown in the attached file. Patient treatment was not initiated or withheld based upon the low results reported.